Event description:
Boston scientific received information that during a follow up visit, this right ventricular lead displayed noise and oversensing. In addition, impedance measurements were low out of range with the automatic capture feature in retry for the past four months. It was thought this lead was fractured. When forced to pace, the lead does capture at 5v, however there was concern with the lead integrity. A lead replacement procedure is intended. In addition, a large number of ventricular lead noise was logged in the arrythmia logbook, however the histograms appeared normal with only five percent ventricular pacing. No adverse patient effects were reported.

Manufacturer narrative:
When additional information is obtained, this event will be updated.

Manufacturer narrative:
As no return of product is intended, no further information is expected and our investigation is complete. Should additional information be obtained, this event will be updated.

Event description:
Additional information was received. A lead revision was performed. It was unknown whether the lead was fractured or there was insulation damage. This lead was surgically abandoned and replaced. In addition, the device was also replaced. No adverse effects were reported.